Manufacturer narrative:
The ICD was returned due to patient deceased. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the patient had deceased, due to congestive heart failure, due to hypertension. No additional information was reported.